Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized for a routine device replacement and during interrogation of their implantable cardioverter defibrillator (ICD) the shock impedance was observed to be out of range. Therefore, an integrity test was performed. A 1.1j shock returned with in-range shock impedance while a 41j shock returned with out-of-range shock impedance. It was noted the shock impedance had been out of range for the entire previous year, although no noise was present. Therefore, the physician decided to keep the patient monitored in order to choose the best treatment option (lead revision or subcutaneous ICD implant). At this time, there is no evidence to suggest intervention has been performed. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and this rv lead was explanted and replaced. After extraction, visible fibrosis could be observed around the distal coil. The patient's implantable cardioverter defibrillator (ICD) was also replaced as part of a routine replacement. Besides intervention, there were no other adverse patient effects reported. At this time, lead return is not indicated.

Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized for a routine device replacement and during interrogation of their implantable cardioverter defibrillator (ICD) the shock impedance was observed to be out of range. Therefore, an integrity test was performed. A 1.1j shock returned with in-range shock impedance while a 41j shock returned with out-of-range shock impedance. It was noted the shock impedance had been out of range for the entire previous year, although no noise was present. Therefore, the physician decided to keep the patient monitored in order to choose the best treatment option (lead revision or subcutaneous ICD implant). At this time, there is no evidence to suggest intervention has been performed. This rv lead remains in service.